Event description:
Adverse event(s): "no patient involved" (no pt involvement). Product problems(s): "would not read procedure card" (computer software issue). A certified ophthalmic technician reports the card reader would not read a 50 procedure card. The technician stated on follow-up that the event occurred during calibration of the laser two days before surgery. There was no pt involvement, no eyes prepped and no flaps cut.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).